Manufacturer narrative:
Additional information: date of event. Additional information received (B)(6) 2019 that this event occurred during testing and there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. The customer's reported problem was verified. Inspected the pump and during power up it alarm motor service due. During investigation functional testing was performed and the pump all passed. Further investigation of the pump and determined that the motor was the root cause of the issue. Service will replace the pump motor. The problem source of the reported problem was motor service due.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a motor malfunction. There was no reported injury to the patient.